Manufacturer narrative:
Please reference related manufacturer report 2015691-2021-02188. Per pre decontamination evaluation of the returned device, it was observed that the sheath distal tip was split, the liner was slightly bunched at the distal area, the liner was found delaminated from the hdpe approximately 12cm from the distal tip, there were rough edges along the hdpe delaminated area, teco material was potentially exposed due to liner delamination, the c marker remained partially attached, a kink was found at approximately 3.5cm from distal tip, the sheath was fully expanded and twisted, the tip was opened as designed, there was soft tip damage, a tear of approximately 0.2 cm was visible at the distal tip, and scratches were visible along the body of the sheath. Section h6 (device code) was updated.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During visual analysis it was observed the liner was circumferentially delaminated from the hdpe approximately 12 cm in length from the distal tip. The hdpe edges were rough along the delaminated area. The c marker remained partially attached. The sheath shaft was kinked approximately 3.5 cm from distal tip. The sheath was fully expanded and twisted. The tip was opened as designed. Soft tip damage was observed. The sheath distal tip was split. Scratches were observed along the length of the sheath shaft. The inside hdpe was scuffed approximately 0.2 cm in length and 11.6 cm from the distal tip. Due to the nature of the complaint, no applicable functional testing or dimensional testing was able to be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the esheath introducer set (all models and sizes) revealed other similar complaints. However, no edwards defect was identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on the review of the IFU and training manual, no deficiencies were identified. The complaints were confirmed based upon on the condition of the returned device. No manufacturing nonconformances were identified in the returned sample. A review of DHR, lot history, and complaint history supported that a manufacturing nonconformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the report, during the commander delivery system removal maneuvers, it was not possible to remove it through the esheath and the balloon was separated into two parts. An altered burst balloon may have led to the withdrawal difficulty of the delivery system. The excessive force required to overcome the withdrawal difficulties likely caused interaction between the burst balloon with the sheath distal tip and liner, which consequentially may have led to distal tip split and liner delamination. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon) contributed to the complaint event. The complaint for sheath liner delamination was confirmed. No manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon) contributed to the complaint event. The complaint for sheath distal tip split was confirmed. No manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon) contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the sheath used during the case. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 ultra valve with nominal volume using transfemoral approach, the balloon burst radially. The burst occurred at the end of deployment when fully inflated, and the valve was perfectly implanted and fully expanded. During removal, it was not possible to remove the delivery system through the esheath and the balloon was separated into two parts. A left contralateral arterial access with 20 fr introducer was performed, the broken balloon (the nose cone and the balloon fragment) was snared, and it was brought out through the introducer. The balloon catheter of the delivery system was cut in the proximal part and the remaining delivery system was removed through the esheath. After the esheath was removed, a calcified flap in right iliac artery was observed. A self-expandable stent was implanted. A dissection in favor of flow in the left iliac artery was also observed. The patient was discharged on post operative day 6. The patient had a trivial degree of calcification in the annulus, moderate calcification in the leaflets and there was a calcification (about 6mm) in the sinotubular junction. Photos of the devices post procedure were provided. Delamination of the esheath liner was observed.